Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to maquet for evaluation. The slide lock was disengaged. Blood is present in the tube/ device. The tension spring and tether were loaded in the delivery tube with the seal extended outside of the tube. Delamination was observed at the edge of the first outer coil. Measurements were unable to be taken; the inner delivery tube contained a small amount of dried blood/tissue. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Additionally the presence of a partially delaminated seal confirmed failure mode for delamination/ unraveled seal. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Here was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger. After replacement with new heartstring , there was no problem.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Update 03/07/2016: there was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger. After replacement with new heartstring there was no problem.